Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6)2022 a re-intervention was performed due to a normal battery depletion of a reply 200 dr. After connecting the ventricular lead to the new pacemaker (eno dr), no pacing pulses were delivered despite the patient's bradycardia. A physician reconnected the lead to the reply 200 dr once during massage. After that, he connected it to the eno dr again and inserted the device into the pacemaker pocket: depending on the contact pacing was / was not delivered. Psa measurements on the lead were as follows: 0.5 v @ 0.4 ms, r-wave amplitude - (as the patient was in cavb) and lead impedance was 399 o. When checking the eno dr with the programmer, the bipolar impedance of the ventricular lead was 3000 o or more and 'unipolar had already been set'. Attempting to program the ventricular lead polarity from unipolar to bipolar (when the ventricular lead was connected), the pacing was not delivered. The physician changed to a medtronic pacemaker, and the procedure was successfully completed. A physician and the me (medical engineer) suspect a problem with the eno dr and request investigation. Pm: medtronic device implanted on (B)(6)2022 a lead: medtronic 5075-45 (pjn1338776) implanted on 2007-12-12 v lead: intermedics 430-35s-52 (466621) implanted on 2007-12-12 pm subject of this complaint: (B)(4).

Event description:
Reportedly, on 2022-10-19 a re-intervention was performed due to a normal battery depletion of a reply 200 dr. After connecting the ventricular lead to the new pacemaker (eno dr), no pacing pulses were delivered despite the patient's bradycardia. A physician reconnected the lead to the reply 200 dr once during massage. After that, he connected it to the eno dr again and inserted the device into the pacemaker pocket: depending on the contact pacing was / was not delivered. Psa measurements on the lead were as follows: 0.5 v @ 0.4 ms, r-wave amplitude - (as the patient was in cavb) and lead impedance was 399 o. When checking the eno dr with the programmer, the bipolar impedance of the ventricular lead was 3000 o or more and 'unipolar had already been set'. Attempting to program the ventricular lead polarity from unipolar to bipolar (when the ventricular lead was connected), the pacing was not delivered. The physician changed to a medtronic pacemaker, and the procedure was successfully completed. A physician and the me (medical engineer) suspect a problem with the eno dr and request investigation. Pm: medtronic device implanted on (B)(6) 2022 a lead: medtronic 5075-45 (pjn1338776) implanted on (B)(6) 2007 v lead: intermedics 430-35s-52 (466621) implanted on (B)(6) 2007 pm subject of this complaint: eno dr ( (B)(6) ).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.